Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out of range pace impedance measurements at implant. The measurements were within range when tested via the pacing system analyzer (psa), however once the lead was connected to the pacemaker the measurements were elevated. Boston scientific technical services discussed disconnecting and retesting the lead through the psa and also paying close attention when reconnecting the lead to the device as a connection issue could also cause the elevated impedance measurements. The physician elected to extract the lead and implant a new one prior to pocket closure. No additional adverse patient effects were reported.